Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the housing was inadequately secured at all four mounting points, and the hasp had been improperly installed. A field service engineer aligned the housing and the hasp and no additional issues were reported. The device functioned as intended after the field service engineer troubleshot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported when using the pyxis medstation es system, the qlock was not opened and closed properly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.